Event description:
The facility reported a fail code 500. The customer did not have info regarding whether or not this failure occurred during an infusion; however, during service, it was shown that this occurred during an infusion, though pt involvement is unknown. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.